Manufacturer narrative:
Sixty five (65) brand new admin set of lot # cf1118014, (B)(4), that was stated above were returned to (B)(4) moog for eval. Five (5) random admin sets were tested for any leakage. Water was injected into the 150 ml bag of admin set and then the bag was squeezed with pressure in order to see any leakage around the injection port and the seam. No leakage occurred.

Event description:
Info received indicates the tubing was leaking between the bag and the injection port. Chemo was in the bag still in the pharmacy.